Event description:
Patient was revised to address dislocation.

Event description:
**Update: 3/13/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
Update - (B)(4) 2013 - litigation papers received. In addition to dislocation, it is now alleged that the patient suffers from pain, discomfort, and inflammation. Litigation alleges that the reason for revision was to modify the tilt of the liner. There is no new additional information that would affect the investigation. This complaint is still under investigation. Depuy will notify the FDA when it is complete.

Manufacturer narrative:
**Update: 3/13/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.